Event description:
I inserted a dexcom g7 device and immediately was bleeding nonstop for several minutes I immediately called dexcom and was placed on hold for 90 minutes to be told there is nothing they will do, blaming me for the issue.